Event description:
It was reported that the customer rec'd a temperature alarm and a malfunction code. The customer stated that the pump had not been exposed to any extreme temperatures. The customer was unable to clear the alarm. The customer's blood glucose level was not impacted. The customer had short insulin and syringes for temporary mgmt of diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.